Event description:
Healthcare professional reported a left side ¿misshaped, pocket drift - pocket drifted, suture coming out¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, a6, d1, d2a, d4, h4, h6.

Event description:
Healthcare professional reported a left side ¿misshaped, pocket drift - pocket drifted, suture coming out¿. Device has been explanted.

Manufacturer narrative:
The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " suture coming out¿.